Manufacturer narrative:
The consultant could not provide any more detail regarding the longevity. The pacemaker remains implanted. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the longevity. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the elective replacement time (ert) declaration point to ensure a minimum of 3 months battery life between ert and end of life (eol). This device assessment of operating current, battery charge state, and revision of the longevity may cause differences and fluctuations relative to the previous programmer battery status indicators. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker displayed an estimated longevity of 1.5 years remaining. Four months later, the deice displayed .5 years remaining longevity. Technical services was contacted to help determine the estimated longevity remaining. The programming and pacing percentage had not changed. No adverse patient effects were reported.

Event description:
Our company received additional information eight months later that this device was explanted due to normal battery depletion. No adverse patient effects were reported.